Manufacturer narrative:
The pvad rvad is no longer in use as pt has expired. (Reference MFR. Report # 2916596-2013-01127 for pvad lvad). No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired at nursing home. No further info available at this time.